Event description:
It was reported during a pump refill, they were successfully able to aspirate the expected residual volume. When they tried to refill the pump, they were only able to get 35 ml into the reservoir. The pump was programmed with the updated 35 mls. The cause of the issue was unknown. There were no patient symptoms and the patient recovered without permanent impairment. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).